Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard failed to respond. A field service engineer remoted into the station and attempted to install the keyboard rescue software, which installed but did not run because the keyboard was not in firmware mode. The engineer then replaced the keyboard and tested its functionality to confirm proper operation. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had keyboard not working and intermittently failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.